Event description:
It was reported that the programmer was "defective" and "did not work." Follow-up was initiated to obtain additional details regarding the complaint. The programmer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported via follow-up that the stylus and the screen were not reactive. It was further reported that the product had been returned to service.